Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number 471a26, and no non-conformances / manufacturing irregularities were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. If the product is received at a later date, the investigation will be updated as applicable. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
User facility medwatch form, mw 0500770000-2022-8001.